Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and observed a leak in the tubing at the pinch valve (lv115). Lv115 closes the pathway to analytical stations vent chamber (vc19) and to the diluent supply. The fse replaced the tubing. There was no further evidence of leaking after repairs were performed. The repairs were verified as per established procedures and the results meet published performance specifications. The root cause for the leak was the tubing at the lv115 was damaged. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 slidemaker analyzer was leaking fluid, which what appeared to be a diluent leak coming from the sample reservoir. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and medical attention was not sought. Patient impact was not affected in association to this complaint. Since the event was related only to the slidemaker, there was no impact to sample results.